Manufacturer narrative:
A getinge field service engineer experimented and turning on the machine, sometimes turning on for 1 minute then machine turns off. Sometimes 5 minutes then machine turns off. Fse removed the cover and reconnect the power supply cable for 2 hours. The machine still does not turn off. It was recommended to leave the plug plugged in for about 3 days then test to see if the machine will turn off again. The machine has been used for 11798 hours. Fse experimented to change the solenoid driver board and the on/off switch. When turning on the machine for a while, the machine still turns off. Then fse to change switching power supply. Function test passed in test balloon. The machine works normally. Fse decided to test the machine for 2-3 weeks. If it does not turn off, if it happens again, fse will offer a price later. Bring the old supply serial (B)(6) back to the company. The machine works normally. We will offer a price later. Change the parts before issuing the order. Bring the invoice for the officer to check and place the bill on the parcel.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). Getinge field service engineer (fse) technicians remarks. Do experiments turn on the machine and find that sometimes the machine can be turned on for 1 minute and the machine turns off. Sometimes it turns off for 5 minutes. Take off the cover and reconnect the power supply cable for 2 hours. The machine still doesn't turn off. It is recommended to leave it plugged in for about 3 days. Test to see if the machine will work. Will it go off again? The parts will be brought in to test after the machine has been used for 11798 hours. Doing an experiment, turning on the machine, found that sometimes after turning on the machine for 1 minute, the machine shuts down take off the machine cover, reconnect the power supply cable for 2 hours see if the machine will turn off again or not. Will bring spare parts to test later the machine has been used for 11798 hours. Sometimes within 5 minutes the machine turns off the machine still doesn't turn off. Recommended: plug in and leave it for about 3 days. Test to see if the machine will turn off again or not. Will bring spare parts to test later 11/4/2024 experiment with changing the solenoid driver board and switch to turn the machine off and on. When the machine is turned on for a moment, the machine still turns off. Do a trial change = change a new switching power supply function test passed test balloon, the machine can be used normally test turn on the machine for 1 day, if it doesn't turn off, use it test use for 2-3 weeks, if not outage, another incident occurs, price will be offered later bring old supply sn (B)(6) back to the company. When the machine is turned on, for a few moments the machine still turns off. Conducting an experiment to change 28/5/2024 the machine can be used normally. Will continue to bid. Change parts before ordering. When the machine is turned on, for a few moments the machine still turns off. Perform a trial change new switching power supply 28/5/2024 the machine works normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) turned on, then turned off. There was no patient involvement.